Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture failed to deploy. When the needle plunger was removed no suture was present. The proglide device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.